Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple cartridge change errors occurred with multiple cartridges during the loading process. The user experienced an elevated blood glucose level of 366 mg/dl and it was addressed by a manual injection. Reportedly, the user will contact a health care provider for alternate therapy. The user declined a follow up to insure alternate therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.